Event description:
It was reported that during a tka procedure while using the tibial base impactor, it was noticed that pieces of the black bumper piece chipped off. All pieces were removed and none were left in the patient. There was a backup device available to complete the surgery without delay. No other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper on the device is heavily damaged with many nicks, gouges and chips of material removed. The device was manufactured in 2017 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.